Event description:
It was reported that a scrdriverblad cross-lk mid 1.7 dentalend was used to test incoming screws. It was noticed, that the device did not work; (missing self-retaining function), and it was found, that the product was mis-labeled; (wrong laser marking, wrong package label).

Manufacturer narrative:
Internal investigation found that the screwdriver blade (2.3 mm) was mislabeled. Following inspection of the product, it was determined that they were erroneously marked as screwdriver blade cross-lock mid 1.7, dental-end; lot (16688), item ((B)(4)). Zimmer (B)(4) initiated a voluntary recall on behalf of (B)(4) due to the mislabeling of the screwdriver blade (size 2.3 mm) instrument. All affected distributors, hospital and surgeons have literature been notified about the recall. The USA is not affected from this recall, as the health professional affected batch was not delivered in the USA. The field action is estimated to be closed at the end of (B)(6) 2015. Zimmer's preference number of this file, the case at hand, is (B)(4), it is considered as closed.

Manufacturer narrative:
The manufacturer did not receive devices or other source documents for review. A cause for this specific event cannot be ascertained from the information provided, should additional information become available and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).